Event description:
It was reported to philips that the device during transport in battery only mode, blinked off. The staff turned the device off and on and the device gave a power interrupted message. There was no reported adverse patient impact.